Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the artery pump shut off and there was a "service pump" message indicated. The perfusionist touched the start button (on the local display), the pump did re-start and was used for the reminder of the procedure. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Investigation in process, but not yet completed.